Event description:
It was reported that during the angioplasty procedure, while pulling the guide wire out, the tip of the guide wire separted at the junction and the separated tip remains in the pt's anatomy. There were no attempts to remove the separate guide wire tip. Reportedly, the pt is in stable condition.